Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corrosion on the keypad traces. No button error alarms noted during testing. The device was received with cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error and did not allow to do anything. The blood glucose reading was 132mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.